Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station ob2 had been randomly disconnecting from the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station randomly disconnecting from the server. A technical support specialist observed a recurring database synchronization error. Tss informed that it would be a possible connection failure which commonly occurs after an upgrade, installation, or reimage of station running version 1.7.4 or higher, identified this as a known issue caused by devices failing to establish a secure connection to the enterprise server application server due to an incorrectly configured group policy, applied the reactive package designed to correct the affected configuration on the facility's stations and informed the customer that the changes would take effect after the next scheduled reboot or a manual reboot, tss used the steps outlined in knowledge article (ka) - deploying packages from rss dashboard, deployed the required package and rebooted the device once the deployment was complete. After the reboot, attempted to perform a full synchronization, then followed the manual process documented in knowledge article (ka) - unnecessary proxy settings causing disconnected mode to complete the remaining steps. Verified the associated error messages and applied the corresponding fix to improve performance and resolve intermittent disconnects, confirmed the solution. The system functioned as intended after the technical support specialist investigated the device.